Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ failed drawer requires maintenance. ¿ case: (B)(4) ¿ es : failed drawer on pcrm-5m - unable to recover - does not open -jammed. ¿ case: (B)(4) ¿ es : failed drawer on pcrm-5m - unable to recover - does not open -jammed. ¿ case: (B)(4) ¿ failed cubie will not release resulting in drawer failure to open. ¿ case: (B)(4) ¿ no cubie will pop open in drawer. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer replaced the retractor and module controller to drawer 3.1 and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. There was patient or user involvement due to slight delay in access and dispensing medication because nurses needed to go to pharmacy for controlled substances. There were no adverse events or injuries reported based on this incident.